Manufacturer narrative:
On (B)(6) 2016, the immucor laboratory received and tested a patient blood sample from the (B)(6) customer site. The immucor laboratory found the antibody screen to be negative with both j076, and j079. J079 was tested on (B)(6) 2016. The immucor laboratory reproduced the customer's issue. The unexpected negative outcomes could be related to being a possible mixture of igm and igg. The immucor laboratory also tested retention product on 18aug2016, which performed as expected.

Event description:
A complaint was opened on 05sep2016, which indicated that on (B)(6) 2016, a customer site in (B)(6) reported an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument.